Event description:
Pt underwent rectocele repair via posterior avaulta plus, with concomitant align-to suburethral transobturator sling for stress incontinence. Required return to surgery x 3 for mesh erosion and release of sling. In late 2007: revision of incision, 2008: excision of posterior avaulta mesh, four months later: release of align-to. Dates of use: 2007- 2008. Diagnosis or reason for use: rectocele; stress incontinence. Event abated after use stopped or dose reduced: #yes.